Event description:
It was observed during device evaluation that gastrointestinal videoscope had dirt under the light guide lens. There was no patient involvement.

Manufacturer narrative:
A device inspection was provided to olympus by a third party representative. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the chipped light guide lens led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.